Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
(B)(4). The patient was previously treated on left leg about 2 months ago and bilateral run-offs were obtained at the time of that case. A turbohawk ls-m device was selected for a 5mm diameter vessel and the physician planned to use the turbohawk for both target and non-target lesions. Two passes were made on the target lesion down. The physician parted off and proceeded down to make 3 passes (lateral and then medial) on the non-target lesion. He parted off and retracted the turbohawk device proximally up to the target lesion and made one more pass before extracting the device for flushing and cleaning (residual stenosis here at approx. 31%). At this point, an angio run revealed good flow through the proximal target lesion but a perforation and pseudoaneurysm at the non-target lesion. A prolonged balloon inflation on the non-target was required. Since the physician did not want to risk any injury on the target lesion, he simply chose to balloon that lesion as well at 10 atm for 60 seconds (final residual stenosis approx 5%). The physician went back to the non-target lesion for another inflation. At this point, the physician decided to place a stent at the non-target with a viabahn to seal the lesion. The patient was stable at end of procedure but was kept overnight for observation.